Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation, the device exhibited a message indicating that there was an unexpected condition. The device was not implanted and will be returned for analysis. No further information is available at this time.

Manufacturer narrative:
The reported field event of unexpected condition message displayed was confirmed in the laboratory and was due to device exposed to low temperature. The device was tested on the bench and no anomalies were found.